Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of two edwards bioprosthetic valves that present with stenosis of both the 21mm 2800 and the 25mm 6900p. The patient was treated implanted with an competitor's transcatheter valve within the valve in the aortic position and an edwards transcatheter valve within the bioprosthetic in the mitral position. The patient was noted as stable. The reported device were not returned as they remain implanted. This report is for the aortic bioprosthetic valve. A separate report was filed for the mitral valve with s/n (B)(4).